Event description:
Pt had a surgery sometime in 2006 to repair a hernia on the right side of the lower abdominal region. A kugel mesh was used for the repair. Pt recovered after the surgery and had no problems associated with the hernia until 2008, when he felt discomfort at the surgical site. The discomfort was accompanied with tingling and numbing sensations in the right leg. Over the course of the next 2-3 days, the tingling/numbness continued at the same level of intensity as the time of initial onset. The intensity of pain increased over the next few days and caused pt to seek medical attention. His blood pressure was abnormally elevated, from his usual systolic pressure of 130 to 159-163 -pt does not recall what the accompanying diastolic pressure was-. Tenderness at the surgical site was noted. Pt was prescribed vicodin es for the pain and referred to a surgeon. Pt met with surgeon 3 days after the referral. The surgeon did not find any objective evidence -other than tenderness and pain associated with the surgery site- that could explain the patient's subjective symptoms. He was instructed to follow up with the surgeon in one month. We also learned that the kugel mesh was recalled, but do not know for certain whether the abnormal symptoms that the pt is experiencing -numbness/tingling in the right foot [same side as the surgery was performed] and pain/tenderness at surgical site- is caused by the mesh. Pt has been unable to go to work since the symptoms began. Exacerbating factors include physical activity and sitting in certain position. Mitigating factors include vicodin for the pain.